Event description:
It was reported that cardiac output measurements were not correlating with the measurements when compared to the fick method or to the blood gases that were performed. It was further reported that there were no error messages on the vigilance ii monitor. The physician was questioning the cardiac output measurement (8) during 2 blood gases. The fick method measurements were (4). They changed to a vigilance and to ge 4000 monitor. No pt complications were reported.

Manufacturer narrative:
Device not returned.